Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted on the leadless ipg. The system was upgraded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their leadless implantable pulse generator (ipg) "didn't work well". The patient reported the device was removed. No patient complications have been reported as a result of this event.